Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not found in pyxis even though user had been an admitted contact. The nurse tried searching all available patients but still was not found, and added as a temporary patient, so medications were able to be pulled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not found in pyxis despite being admitted. A technical support specialist (tss) dialed into the server and reviewed patient messages, encounter snapshots, and encounter location data. Order messages were received on (B)(6) 2026 at 9:38 am, which created a placeholder patient visit in an 'unknown' admission status because the orders were processed before the active directory (adt) messages and the system did not yet have unit information. The adt messages were not received until on (B)(6) 2026 at 07:13 am, at which time the visit was updated with the correct unit. Medications were removed around 5:46 am local time while the patient was still in the placeholder status, which caused the patient not to appear correctly at the station during the search. The issue was attributed to message sequencing, and it was noted that placeholder visits could be prevented or resolved by sending adt messages prior to orders, manually admitting the patient to the correct unit by an authorized pharmacy user, or allowing the appropriate adt message (e.g., a01 or a04) to fully admit the visit. The tss verified that a01 and a08 messages were received by the host system; however, only the a08 message processed, while the a01 was skipped due to a known coding issue pending a devops hotfix. The customer was advised that affected customers would be notified and the fix scheduled once available. The system functioned as intended after technical support specialist troubleshot the device.